Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open bone tumor resection procedure, while suturing the muscle fascia during continuous suturing for wound closure, the needle-suture detachment occurred. The doctor cut off and removed the portions of the suture not sutured in the tissue, while the parts already sutured into the tissue remain inside the body. The suture was replaced with another suture to continue suturing. No patient complications have been reported as a result of this event.